Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the poor communication was not determined. Device removal is not planned and the issue is not yet resolved. The patient rescheduled their appointment for (B)(6) 2021.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt) said they believe their stim is not working. Clarification revealed pt noticed a couple of months ago, their symptoms came back and their programmer started to show: poor communication. Reviewed poor communication could mean the programmer should be replaced however, return of symptoms may indicate the ins battery has become depleted and redirected pt to their doctor to further address the issue. Reviewed if replaced programmer and they get the same result: poor communication, they should see their doctor. Additional information was received from the patient. They reported that they received replacement programmer and it still not able to connect. Reviewed direction as listed in the initial call that if replacement programmer doesn't resolve issue then the next step is for patient to contact hcp office to schedule appointment to check implanted device. Patient said will call hcp office.